Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.46 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument's jaws could not align properly, which prevented the clip from closing as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue with the clip applier occurred while the surgeon was ready to clamp on a vessel. The specific issue the surgeon experienced was related to an unsuccessful clip application and incomplete closure of the clip. The issue was not related to clip opening after closure of the clip. Hem-o-lok clip ml from weck was the type of clips used with the clip applier instrument. The surgeon used a medium-large size clip on the vessel. It is not known if the vessel or tissue bundle was greater than the specified diameter suggested in the instructions for use (IFU). During the case, 11 clip applications were failed with the subject clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: "one of grips appears to be slightly bent but it¿s hard to tell from the angle of the pictures. We will need to inspect the instrument physically to learn more.''